Event description:
A us distributor reported that a monitor's response buttons were functioning intermittently.

Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor response buttons were functioning intermittently. The cause for the failure was that the rear response button cover and switch were damaged. The root cause of the damaged switch cannot be positively identified. No adverse event resulted from the damaged monitor.